Event description:
The account alleged that the head section will rise unintentionally when connected to power.

Manufacturer narrative:
The account replaced the right hand function cable to repair the bed.